Event description:
The pt had an invance sling implanted; the date of implant was not provided that following the implant, the pt had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.